Manufacturer narrative:
Professor is waiting a release letter before returning product. Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering evaluation.

Event description:
Prof grols reports via our sales rep, (B)(6), that the head of the screw loosened from the thread after inserting the locking cap.